Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent on (B)(6) 2012. On (B)(6) 2016 the patient came in emergently with abdominal and back pain. A computed tomography (CT) scan showed a potential type 3b endoleak with aneurysm sac growth. On (B)(6) 2016 the physician elected to reline the main body with an additional bifurcated stent. During the procedure the physician also identified a type 1b endoleak and implanted two limb extensions to seal the leak. The patient is in stable condition.